Event description:
It was reported that the tip of an asahi caravel microcatheter had separated during a percutaneous coronary intervention (pci) to treat a mildly calcified 90% stenosis in the left circumflex artery. After successful wire crossing, a non-asahi kusabi exchange catheter was used to remove the microcatheter without recognizing that the tip of the microcatheter was found trapped by the balloon of the exchange catheter. The tip torn off and left in the artery. The physician determined that the separated tip would not affect the patient's hemodynamics and left in situ. The pci was successfully completed by stent deployment with reestablished blood flow. The physician admitted that he did not recognize that the balloon was holding the caravel tip during removal and that was what caused the tip separation. There were no adverse patient effects associated with this event. The patient was discharged as planned.

Manufacturer narrative:
Manufacturing site: (B)(4). The caravel microcatheter was returned for evaluation. Tip separation was confirmed. The torn end of the tip was deformed into an oval shape. The torn end of the inner tube was stretched, indicating tensile stress had caused tearing of the tip. The distal edges of the braid tube were exposed; tearing of the tip occurred at the junction of the braid tube and unitary polymer segment. Measurement of the remaining tip suggested that approximately 2mm of the tip was missing. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that tensile stress generated with removal had exceeded the product design limit due to the trapping balloon of the concomitant kusabi exchange catheter. It was concluded that this event was not attributed to product quality. No CAPA will be taken. Instructions for use (IFU) states: [warnings]: if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter, and damage the blood vessel). [Malfunctions and adverse effects]: separation.